Event description:
It was reported in a service report that the brakes were not holding.

Manufacturer narrative:
It was identified by the service technician that the brake cam upgrade had not been installed. The service technician installed the brake cam upgrade and the brakes functioned according to specification.